Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician¿s tablet was receiving the error message; unable to open port.¿ the company representative replaced the physician¿s usb serial cable with her own usb serial cable with the physician¿s tablet; this resulted in successfully communication. A replacement usb serial cable was therefore provided. The usb serial cable has not been received by the manufacturer to date.

Event description:
The tablet usb serial adapter cable was received by the manufacturer for analysis. An analysis was performed on the returned usb to db9 cable and a likely cause for the reported allegation was identified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. No other anomalies were identified.